Manufacturer narrative:
Event date was few days prior to the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis manifested by a turbid effluent and abdominal discomfort. The cause of the peritonitis was unknown. It was reported that the patient went to the emergency room (ER) due to the event. However, it was not reported if the patient was hospitalized for the event. The treatment for peritonitis was unknown. On an unreported date, the patient was recovered from the recurrent peritonitis event. Pd therapy was ongoing. No additional information is available.